Manufacturer narrative:
(B)(4). The device was not returned for analysis. The deployment difficulties were likely due to the challenging anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The armada 35 pta catheter referenced is filed under a separate medwatch report number.

Event description:
The following additional information was received: the patient returned for a follow-up procedure in an attempt to open up the 2nd herculink elite stent. An 8.0 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was placed, but the balloon ruptured on the first inflation and failed still to crack the stenosis. The patient was sent for surgery and is doing well. No other information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional herculink elite referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, 70% to 80% stenosed renal artery. A 6.0 x 18 mm herculink elite stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and during deployment, the stent implant slipped distally out of position and was deployed only partially in the lesion. A second 6.0 x 18 mm herculink elite stent was selected to cover the remainder of the lesion. The sds was advanced to the lesion and deployed. After deployment it was observed that the stent implant had not fully expanded due to the amount of stenosis in the lesion. The sds balloon was then inflated again to 18 atmospheres and ruptured. It was determined that a high pressure balloon catheter will need to be used to fully expand the stent implant. This will be done during another procedure that has not been scheduled yet. There was a ten-minute delay in the procedure due to the need to implant a second stent. No addition information was provided.